Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europe se & co. Kg (oekg). Oekg inspected the subject device and duplicated the reported phenomenon. It was confirmed that when an abnormality is detected in the internal circuit/board of the subject device, the display turns off. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the failure in the pressure sensor on the main board of the subject device due to coming off the electrical wire inside the pressure sensor.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation of the device by olympus italia s.r.l. Confirmed that a pressure sensor error (e03) occurred. Olympus italia s.r.l. Assumed that the reported event was caused by the defect od the printed circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the device turned on and started insufflating properly with desired settings. A few minutes later, the device suddenly shut down with giving an alarm. This event was found during preparation for use.t he user replaced the device to another device and completed the procedure. After this event, the service department of olympus (B)(4). Was informed that the power supply was intermittent and the device turned on and off and beeped. There was no report of patient injury associated with this event.